Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Cause of high bg value is unknown. A correction bolus via the pump was administered to address high bg. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.